Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was explanted and returned.

Event description:
It was reported that the patient's ICD delivered a notification for a low atrial lead impedance of 190 ohms. The trend showed impedances around 400 ohms. Multiple atrial noise revisions were logged.